Event description:
Same case as MDR ID: 2134265-2015-01340, 2134265-2015-01341, 2134265-2015-01342 and 2134265-2015-01343. It was further reported that in (B)(6) 2015, the events (coronary artery disease exacerbation, peripheral vascular disease exacerbation and in-stent restenosis of previously placed two 4.0 x 20 mm promus element plus stents and 4.0 x 8 mm promus element plus stent) were considered as resolved post procedure and not in (B)(6) 2015 as previously reported. Six days later, the patient presented to emergency room with post episodes of bradycardia followed by near syncope with a recurrent drop of heart rate (30s). Patient was unresponsive, bradycardic and hypotensive which was treated with atropine but eventually patient was intubated. Echocardiogram revealed reduced ejection fraction less than 20% with multiple wall motion abnormalities. Intravenous (IV) epinephrine and significant bolus were given to the patient, resulting in improved blood pressure. The patient was then transported to cardiovascular recovery unit (cvru) and due to poor prognosis, patient's family opted to placed patient under do not resuscitate (dnr) status. Subsequently, patient was then extubated and placed on comfort measures. The patient died on the same day. The cause of death was acute coronary syndrome resulting in severe cardiomyopathy complicated with severe bradycardia with contributing conditions of end stage renal disease on hemodialysis, type 2 diabetes mellitus (dm) and acute respiratory failure related to cardiogenic shock.

Manufacturer narrative:
Outcomes attrib. To ae- corrected from required intervention to death. Type of reportable event- corrected from serious injury to death. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00452 and 2134265-2015-00453. (B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented myocardial infarction (mi) and two 4.0 x 20 mm promus element plus stents and 4.0 x 8 mm promus element plus stent were implanted in saphenous vein graft (svg) to right posterior descending artery (r-pda). In (B)(6) 2015, the patient presented due to coronary artery disease (cad) exacerbation and peripheral vascular disease exacerbation. There was isr of the previously placed two 4.0 x 20 mm promus element plus stents and 4.0 x 8 mm promus element plus stent, which was treated stenting in svg to r-pda. Also, the physician treated the peripheral vascular disease with stenting to right superficial femoral artery. In (B)(6) 2015, the events were considered as resolved.

Event description:
It was further reported that in (B)(6) 2015, patient's electrocardiogram (ECG) revealed st elevation myocardial infarction (mi) and also patient's troponin values were elevated. In addition, the physician indicated that the stenting performed in (B)(6) 2015 in saphenous vein graft (svg) to right posterior descending artery (r-pda) was for a de novo lesion and not for the in-stent restenosis (isr) of the previously placed two 4.0 x 20 mm promus element plus stents and 4.0 x 8 mm promus element plus stent as previously reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).